Manufacturer narrative:
(B)(4). The customer returned one 3-lumen cvc for evaluation. The catheter body appeared to be intentionally trimmed. Visual analysis revealed that the distal extension line contained a tear directly adjacent to the luer hub. Microscopic examination confirmed the tear. No other defects or anomalies were observed. The total length of the catheter body measured 93 mm which indicates at least 114 mm were trimmed and not returned per product drawing. The distal extension line inner diameter measured 1.47 mm which is within the specification limits of 1.42-1.50 mm per the extension line extrusion graphic. The distal extension line outer diameter measured 2.137 mm, which is within the specification limits of 2.13-2.21 mm per the extension line extrusion graphic. This indicates that the wall thickness measured within specifications. A lab inventory syringe was used to inject water through all three extension lines. When injecting the distal lumen, water was observed exiting out of the hole in the extension line. No defects or anomalies were observed when injecting the proximal and medial lumens. A manual tug test confirmed that the proximal and medial extension lines were secure within their respective luer hubs. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of an extension line leak was confirmed by functional and visual inspection of the returned sample. The distal extension line contained a tear adjacent to the luer. A device history record review was performed, and no relevant findings were identified. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The root cause of this issue has not yet been determined. Teleflex will continue to monitor and trend reports of this nature.

Event description:
The complaint is reported as: 26 days after insertion, the connection between the distal lumen hub and the distal extension line was open and leaked when checking the line. The device was removed and replaced. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: 26 days after insertion, the connection between the distal lumen hub and the distal extension line was open and leaked when checking the line. The device was removed and replaced. No patient harm was reported. The patient's condition is reported as fine.